Manufacturer narrative:
On 24 november 2016 the packaging department manager performed a visual inspection of the retrieved items and commented as follows: the packaging is compromised, the rod perforated the peel pouch probably during transportation or storage. Considering the rod design and length, it can be involved in packaging breakage if it is not carefully managed. The most probable root cause is due to the interaction of the following factors: the weight of the rod 480 mm crcomo. The material of the pouch, opa/pe. The folding of the pouch. Lot specific handling damage during packaging and/or sterilization. Specifically, it is possible that there was lot specific damage during the packaging production process and/or sterilization process, as the packaging configuration (full weight of product, with opa/pe pouches, and pouch folding) has been validated for shipping under normal operating conditions. Additional information received on 30 november 2016 and includes: the rods were received as follows: first rod: carton box opened, primary and secondary packaging broken. Second rod: carton box opened, primary packaging broken, secondary packaging not returned. Batch review performed on 05 december 2016. Lot 144216: (B)(4). Items manufactured and released on 31 march 2015. Expiration date: 2020-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery, while opening the 5.5 co-cr rods, the nurse noticed that they broke the sterile packaging. The surgeon used other items to complete the surgery. The surgery was completed successfully. Instrumentation is available.